Manufacturer narrative:
On february 16, 2024, the mentor failure analysis lab received the device for evaluation. On february 20, 2024, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 600cc breast implant was found to have a tear on the posterior view, measuring approximately 7.0 cm. Additionally, an area of siltex cracking was observed at the edge of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A second product was received lot 216753. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 72-year-old female patient underwent revision breast reconstruction surgery with 600cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively; diagnosed via MRI. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for replacement surgery on (B)(6) 2024. Patient is part of adjunct study: (B)(6) .

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. D6b explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on december 12, 2023, serial number under field d4 has been updated to "(B)(6). Manufacturer¿s reference number: (B)(6).